Event description:
The customer stated that a false positive architect stat high sensitive troponin-I result was generated for one of three samples from the same patient. (B)(6). The patient presented with chest pain. All three samples were retested and results were approximately 3 - 4 ng/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The investigation of the customer's issue included review of complaint data and information provided by the customer. Review of trending data did not identify any trends related to the complaint issue. Labeling was reviewed and sufficiently addressed the customer's issue. A review of the product quality history for the lot number using search of the corrective and preventive actions (CAPA) system did not identify issues associated with the customer¿s observation. Return testing was not completed as returns were not available; however, accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that lot 28052ud00 is performing acceptably. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data through abbott link. Review shows that the median patient result for lot 28052ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I assay was identified.